Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00173 on 19-jun-2023. Additional information (13-jun-2023): siemens further evaluated the issue and determined that hardware issues potentially caused the erroneous vitamin b12 (vb12) result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated vitamin b12 (vb12) result was generated for a patient sample on an advia centaur xpt instrument. The erroneous result was reported to the physician(s), who questioned it. The sample was repeated on an alternate advia centaur xpt instrument and recovered lower than the erroneous result. The repeat result was reported to the physician(s), as the correct result. There are no known reports of patient intervention or adverse health consequences due to the erroneous vb12 result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that a falsely elevated vitamin b12 (vb12) result was generated on a patient sample on an advia centaur xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the wash block and aspirate probe guides and primed the instrument. Next, the cse carried out a total service call. After this, the cse checked reagent probe and acid dispenses, performance of the vacuum, calibrations of all reagent probes, and ancillary probe and sample probe, and made probe adjustments. Then, the cse performed all aspirate checks on water and wash 1, replaced the displacement dilutor manifold fitting, and repeated the aspirate checks successfully. Next, the customer ran the quality controls (qc) successfully. The cause of the falsely elevated vb12 result is unknown. Section b3 was intentionally left blank as the customer did not specify whether the initial result was obtained on (B)(6) 2023.